Manufacturer narrative:
The x-ray shield for the selenia dimensions is manufactured with tempered glass (safety glass). The tempering is to assure that if the glass does shatter it does so in small irregular pieces instead of chards of glass with sharp edges.

Event description:
The unit had just been turned on and tech was outside the room when heard the noise and found the x-ray shield had shattered in to a million pieces. No one was in the room at the time.